Event description:
It was reported during a tibial plateau leveling osteotomy (tplo) procedure on a canine, (B)(6) 2013, the oscillating saw attachment did not oscillate and was making a whispering noise. No further information was provided. This report is for a oscillating saw attchmt/large w/key for small battery drive. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. PMA/ 510k#: device is a veterinary product. Device is similar to a device marketed for human use. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.